Manufacturer narrative:
This report is submitted on august 13, 2018.

Event description:
Per the clinic, the patient experienced pain with device use and a performance decrement with subsequent loss of connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2018 and the patient was reimplanted with a new device during the same surgery.